Manufacturer narrative:
The device is available for eval, but was not received at the time of this report. The results of the investigation are not available at the time of this report.

Event description:
The incident was reported as: jamming and housing separation. No pt injury or intervention reported.